Event description:
It was reported that (1) device was used during a prostatectomy. It was reported by the affiliate that the lcsb5 scissors did not vibrate during the procedure. Another device was used to complete the case. There was no consequence to the pt.